Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell 1. The hp stated that he had disconnected to use the bathroom and then reconnected before the alarm occurred. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr explained the alarm indicated air entered the set up and advised the hp to contact the nurse regarding the incident. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 1 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).